Event description:
It was reported that the external pulse generator was in need of repair for its battery drawer and it was also requested that it receive its calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery drawer was broken. Analysis also found that the upper case was dented, the lower case was broken, the side bail covers and side bails were missing, the serial number label was torn, that the liquid crystal display was missing pixels and that it was in need of a battery drawer o-ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.